Event description:
X-rays taken approximately 2 months post op implantation of device at l4-s1 showed that pt had vertebral body compression fracture at l5. Revision surgery was performed to repair compression fracture and remove device. There was no complaint about the device.